Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) replaced reagent probe b vacuum valve. The issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent probe leaking into a tray and on top of the reagent cartridge. No injury was reported.